Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker was experiencing pain due to device was place in subcutaneous pocket, in addition the new device was place in subpectoral pocket. The old device was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this implantable pacemaker was experiencing pain due to device was place in subcutaneous pocket, in addition the new device was place in subpectoral pocket. The old device was removed and replaced. No additional adverse patient effects were reported.